Event description:
A malfunction was reported on the customer's insulin pump, identified by malfunction code 9. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, providing instructions for a complete reset, customer will continue to use current pump; will rely on alternate method if necessary.